Manufacturer narrative:
On (B)(6) 2020 the cr stated no infection was found by the implanting clinician. The patient continues to receive therapy from the stimulator implanted on the right side of the lateral, lower back. On (B)(6) 2020 the cr reported that patient's incision site is healing, patient also restarted using the stimulator on the right side. Patient is scheduled for a follow-up and no further issues have been reported. The root cause of this complaint is due to user error by the implanting clinician. The receiver coil did not remain intact, resulting in migration. The implanting clinician was reported to have adjusted his suturing technique after this issue.

Event description:
On (B)(6) 2020, the cr reported that the patient went to see the implanting clinician for skin irritation (raised bump, redness) at the incision site on the left lower back. The implanting clinician visually inspected the incision area and determined that the tail end of the stimulator had migrated and the coiled receiver pocket placed during the implant procedure did not remain intact. The decision was made to remove the stimulator and wait for the incision to heal.